Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. A delayed keypad response was experienced during the product evaluation caused by a failing processor printed circuit board. The delay observed was 3 seconds. The processor pcb was replaced.

Event description:
During baxter's eval it was found that a spectrum pump had a delayed keypad response. There was no pt involvement.